Event description:
It was reported in a service report that the pivot pin on the break away head section fell off. No adverse consequence alleged. While the headsection did not break, the strength of the pivot point was compromised.